Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient began their advanced evaluation trial on (B)(6) 2016. The patient was not emptying their bladder, which was not a symptom they had prior to the evaluation. The patient was voiding more frequently than prior to the evaluation. Since changing programs on (B)(6) 2016, things had gotten worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.